Event description:
The clinician reports that the day the implant was placed in ada 31, failure occurred upon insertion. Details of surgery: bone overheating. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.